Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The clerical manager at customer's doctor's office called and reported the customer's blood glucose went down to 30 mg/dl and she was found on the floor. An ambulance arrived and treated with sugar water or glucagon. It was stated the insulin pump gave customer an unexplained bolus. The drive support cap on the insulin pump appeared normal. Customer was disconnected during rewing prime sequence and customer completed priming steps on the insulin pump. The customer's blood glucose was found to be at 67 mg/dl at the time the bolus was delivered. The reservoir had .8 units and 75.5 units were displayed on the status screen. It was stated the reservoir was not manipulated while customer was connected. The displacement test was performed and passed.